Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and diverticulitis ("gastrointestinal or digestive system condition type: diverticultis") in an adult female patient who had essure (batch no. 664591) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), anxiety ("anxiety"), depression ("depression"), bladder prolapse ("other injury (ies) or complication (s) please describe: bladder displacement"), dysmenorrhoea ("dysmenorrhea (cramping)"), diverticulitis (seriousness criterion medically significant) and fallopian tube cyst ("gaglian cysts hanging from my fallopian tube") and was found to have hormone level abnormal ("hormonal changes describe: ¿fluctuation¿;"). The patient was treated with surgery (sigmoid resection from void from uterus after hysterectomy from essure and total laprscopic hysterectomy with bilateral salpingectomy with bilateral opphorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, hormone level abnormal, vaginal haemorrhage, menorrhagia, anxiety, depression, bladder prolapse, dysmenorrhoea, diverticulitis and fallopian tube cyst outcome was unknown. The reporter considered anxiety, bladder prolapse, depression, diverticulitis, dysmenorrhoea, fallopian tube cyst, hormone level abnormal, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and diverticulitis ("gastrointestinal or digestive system condition type: diverticultis") in an adult female patient who had essure (batch no. 664591) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), anxiety ("anxiety"), depression ("depression"), bladder prolapse ("other injury (ies) or complication (s) please describe: bladder displacement"), dysmenorrhoea ("dysmenorrhea (cramping)"), diverticulitis (seriousness criterion medically significant) and fallopian tube cyst ("gaglian cysts hanging from my fallopian tube") and was found to have hormone level abnormal ("hormonal changes describe: ¿fluctuation¿;"). The patient was treated with surgery (sigmoid resection from void from uterus after hysterectomy from essure and total laprscopic hysterectomy with bilateral salpingectomy with bilateral opphorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, hormone level abnormal, vaginal haemorrhage, menorrhagia, anxiety, depression, bladder prolapse, dysmenorrhoea, diverticulitis and fallopian tube cyst outcome was unknown. The reporter considered anxiety, bladder prolapse, depression, diverticulitis, dysmenorrhoea, fallopian tube cyst, hormone level abnormal, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2010: total bilateral occlusion. Amendment: the report was amended on 09-may-2019 for the following reason: coding correction was accepted. The pt of event bladder disorder was replaced with verbatim bladder prolapse. The description to be coded for event fallopian tube cyst was updated. Event urinary tract disorder was deleted. No new follow-up information was received from the reporter. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and diverticulitis ('gastrointestinal or digestive system condition type: diverticulitis') in a 44-year-old female patient who had essure (batch no. 664591) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"), 1 year 8 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), diverticulitis (seriousness criterion medically significant), anxiety ("anxiety"), depression ("depression"), bladder prolapse ("other injury (ies) or complication (s) please describe: bladder displacement / displaced bladder"), dysmenorrhoea ("dysmenorrhea (cramping)") and fallopian tube cyst ("gaglian cysts hanging from my fallopian tube/ growth on fallopian tube") and was found to have hormone level abnormal ("hormonal changes describe: ¿fluctuation¿;"). The patient was treated with surgery (sigmoid resection from void from uterus after hysterectomy from essure and total laparoscopic hysterectomy with bilateral salpingectomy with bilateral oophorectomy and d & c). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the diverticulitis, hormone level abnormal, anxiety, depression, bladder prolapse and fallopian tube cyst outcome was unknown. The reporter considered anxiety, bladder prolapse, depression, diverticulitis, dysmenorrhoea, fallopian tube cyst, hormone level abnormal, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received- outcome of the events pelvic pain, dysmenorrhea, vaginal haemorrhage and menorrhagia from unknown to recovered and resolved. Onset date of the events abnormal bleeding (vaginal, menorrhagia) added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 664591) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), anxiety ("anxiety"), depression ("depression"), urinary tract disorder ("urinary problems"), bladder disorder ("other injury (ies) or complication (s) please describe: bladder displacement"), dysmenorrhoea ("dysmenorrhea (cramping)"), diverticulitis ("gastrointestinal or digestive system condition type: diverticulitis") and fallopian tube cyst ("gaglian cysts hanging from my fallopian tube ") and was found to have hormone level abnormal ("hormonal changes describe: ¿fluctuation¿;"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy with bilateral oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, hormone level abnormal, vaginal haemorrhage, menorrhagia, anxiety, depression, urinary tract disorder, bladder disorder, dysmenorrhoea and diverticulitis outcome was unknown. The reporter considered anxiety, bladder disorder, depression, diverticulitis, dysmenorrhoea, hormone level abnormal, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - (B)(6) 2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and medical record received. Reporter and patient demographics were added. Updated suspect drug indication. Events injury nos replaced with pain, hormonal changes describe: ¿fluctuation¿;, vaginal bleeding, menorrhagia, anxiety, depression, bladder disorder, displaced bladder/ other injury (ies) or complication (s) please describe: bladder displacement, urinary problems, dysmenorrhea (cramping) and gastrointestinal or digestive system condition type: diverticulitis, other injury (ies) or complication (s) please describe: bladder displacement added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance data; should any new and reportable information become available as a result, this will be provided in a supplementary report.